Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 50mm and one m2a-magnum pf cup 56odx50id were returned and evaluated. Upon visual inspection there was still bio material on the outside of the cup. The taper of the head has a black line around the inside. The outside radius of the head shows visible scuffing. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting clear brown fluid. Metallosis and thin-walled pseudotumor type presentation along greater trochanteric bursal region down to the posterior capsule. Destruction of the central half of the gluteus medius attachment to the greater trochanter consistent with mild metal-on-metal hypersensitivity reaction. The cup appeared vertical. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157450 ¿ m2a magnum head ¿ 231430, us157856 ¿ m2a magnum cup ¿ 667860, 139258 ¿ m2a magnum taper - 267030, x181313 ¿ bimetric femoral stem ¿ 750440. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05319, 0001825034 -2016 -03067.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to pain, elevated metal ion levels. During the procedure, metallosis and thin-walled pseudotumor type presentation which extended from the great trochanteric bursal region down into the posterior capsule to the joint. There was also noted tissue damage and destruction of the central half of the gluteus medius attachment to the greater trochanter and the cup appeared vertical. Attempts have been made and additional information on the reported event is unavailable at this time.